Event description:
During follow-up capture anomalies were observed. Unable to perform capture threshold testing due to the patient complaining of feeling stimulation. In 2004, the stored egm showed oversensing. It was determined that the lead had migrated and potentially perforated. The capture threshold was being managed and the oversensing was resolved by changing the ventricular sensitivity. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reported.